Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the guidance jig snapped at what looks like the weld point when the surgeon was lining up the patient's anatomy. Upon closer inspection it looks like the jig was already bent and damaged. No broken fragment remained inside the patient. The performed surgery was a partial eclipse. The surgery was completed successfully with a different device: ac tightrope aiming jig. The surgeon also had to adapt the technique using a jig that was not set at the correct angle as it was they had on the shelf. There was no harm for patient, user or third party.

Event description:
It was reported that the guidance jig snapped at what looks like the weld point when the surgeon was lining up the patients anatomy. Upon closer inspection it looks like the jig was already bent and damaged. No broken fragment remained inside the patient. The performed surgery was a partial eclipse. The surgery was completed successfully with a different device: ac tightrope aiming jig. The surgeon also had to adapt the technique using a jig that was not set at the correct angle as it was they had on the shelf. There was no harm for patient, user or third party.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed a broken weld between the target cup and the arm guide. However, the exact cause cannot be determined. Complainant's event is typically caused by excessive bending forces being applied during use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.